Manufacturer narrative:
(B)(4). Date of initial report : 11/03/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding of 50-60cc occurred during a placement of dialysis catheter. It is unknown if end tones were heard, but it was confirmed that regrasp alarms were not heard. Bleeding was controlled with monopolar energy and clips. There was no injury to the patient.